Event description:
It was reported that the patient went into respiratory depression about 1/2 hour afer a refill. The patient was admitted to the hospital and stabilized. The pump was turned off. No device troubleshooting was done. The hcp reported that the "septum is leaking". Per the reporter, the patient will be receiving a new pump at the request of the physician. The type of medication, concentration, and daily dose being administered via pump were not reported.